Event description:
Philips received a complaint on the v60 ventilator indicating that there was inadequate air flow to the device. No patient or user harm reported. A biomedical engineer (bme) evaluated the device and could not duplicate the inadequate air flow. The bme found that one of the oxygen (o2) hoses connected to the v60 had a hole on it, causing a leak of air flow. The bme ran tests on the hose connected to an o2 supply using the last settings on the device with 60% o2 settings. Within minutes, the low o2 message appeared. The bme swapped out the o2 hose with the leak with another known working o2 hose and ran the same tests with no error message observed. The bme allowed the v60 to run with various o2 settings and further error occurred. The bme checked the service logs and could not confirm inadequate air flow, but did observe the low o2 message produced. The device was returned to service following the o2 hose replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed, with the likely cause of the issue being an o2 hose with a leak. The device was reported to be in use at the time of the reported problem.